Event description:
Healing element cowling has melted inward o 7 warmers. Varying degrees of defect/melting noted. These units have been in svc for 4 months. All cowlings replaced by svc rep on 3/4/97. All other warmers (14) inspected for defect.